Event description:
During a remote follow-up, noise was observed on the right ventricular (rv) lead. Lead damage was suspected but not confirmed. No intervention has been performed. The patient is stable and will continue to be monitored.